Event description:
The user underwent revision surgery to reinsert 4 extra-cochlear channels in 2021, a successful reinsertion was confirmed by imaging. According to information from (B)(6) 2023 the user reported a decrease in hearing performance with the device again and was reimplanted with a device from a different manufacturer. During the explantation it was noticed that the device had not migrated.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. The investigation findings appear to match the content of the patient report. This is combined initial and final report.